Manufacturer narrative:
Results: carbon bridge.

Event description:
The customer reported generating erroneously high sodium (na) and/or low chloride (cl) results for 2 patients involving a unicel dxc 600 synchron system. The customer indicated that when the issue was noticed, the samples were rerun on an alternate dxc analyzer and the results were reported out of the laboratory. Erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer reported that patient #1 had an erroneously low cl result of 92 mmol/l and a repeat result of 101 mmol/l. The na results for the patient #1 were not erroneous. Patient #2 had an erroneously high na result of 139.8 mmol/l and low cl result of 91.9 mmol/l. The repeat run of patient #2 on the alternate dxc analyzer recovered na result of 135 mmol/l and cl result of 99 mmol/l. Beckman coulter field service engineer (fse) was dispatched and observed a lot of buildup on the cl electrode. The fse cleaned the port and replaced the cl electrode tip. The fse also noted that the na electrode had an unknown material floating inside it and proceeded to replace the electrode. The carbon bridge appeared to be deformed and have pieces of plastic sticking out of the sheath and was replaced. Repairs were verified per established procedures and results met published specifications.